Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was admitted on (B)(6) 2017 with complaints of abdominal pain around driveline site, as well as blood and pus exiting site. Culture performed on (B)(6) 2017, came back positive for staph aureus. Abdominal computed tomography (CT) performed on (B)(6) 2017 did not show anything of significance related to infection. IV cefepime and IV vanco started and continued until discharged. Patient was discharged on (B)(6) 2017 home on doxycycline for 4 weeks and instructed to follow up with infectious disease and clinic after antibiotics completed. No further information provided at this time.